Event description:
It was reported that the 4 -xia 3 titanium set screws were unable to fasten together due to being 'fractured' intra-operatively. No adverse consequences or medical intervention were reported. The procedure was completed successfully with 5 minute delay and additional implants. This report will capture the third of four set screws.

Event description:
It was reported that the 4 -xia 3 titanium set screws were unable to fasten together due to being 'fractured' intra-operatively. No adverse consequences or medical intervention were reported. The procedure was completed successfully with 5 minute delay and additional implants. This report will capture the third of four set screws.

Manufacturer narrative:
Upon inspection and analysis of the returned device, the reported event of 'fracture' could not be confirmed. It has been concluded that the threads had deformed. Additionally, visual inspection of the returned rod to rod connector was performed and found the threads of the angled section of the rod to rod connector to be fractured. Fracture fragments were returned and confirmed to be from the connector. Blocker thread deformation and connector thread fracture indicates that the blockers were either cross threaded or damaged by the fractured threads of the connector. This event is not reportable as it has not lead no or is likely to lead to a serious injury.